Event description:
Complainant alleged that during the incoming inspection of the device, the unit was charged to 100 joules in manual mode, and successfully discharged the 100 joules of energy. Upon the technician's second attempt to charge the device to 100 joules, the unit self selected a 360 joule charge, and charged to that energy level. During testing of the device in AED mode, after the first analysis of a shockable rhythm, and a successful defibrillation, the device automatically jumped to 360 joules, as the next energy value. The complainant indicated that there was no pt involvement in the reported malfunction.